Event description:
Customer attempted to test on the aviva meter but obtained an error message. Customer interpreted this as a low reading and dosed himself with 35 units of insulin. Emts were called and tested him at 25 mg/dl on their meter. Customer was given food and a shot (type unknown, two containers). Customer felt better five minutes after the shot. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.